Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified the tip of the reamer is cracked. The cutting edges are dull and damaged. Material hardness was measured and found to be conforming to print specifications. The device shows wear & tear that indicates repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that stock was found fractured when inspection was done on office sets of item due to recent issues. No additional information is available. No adverse event was reported.